Event description:
Report received from baxter (B)(4) stating the lid of the clean flash was locked and making noise while the patient was disconnecting the transfer set from the solution bag and connecting to the minicap. The customer pushed the lock button and opened the cover of the clean flash and found that the spike of the set was not connected with anything. The actual sample is available. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The sample has been received for evaluation. A follow-up report will be sent upon completion of the evaluation. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because, it is the same as or similar to product distributed within the u.s.